Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient in ICU had a follow-up. It was discovered through diagnostic images that the patient¿s atrial lead had dislodged resulting in a loss of capture, decrease in p-wave signal, and far r-wave over-sensing. Programming changes were made to address the issue. There were no patient consequences and no further intervention was planned.